Event description:
Customer reported one sars-cov-2 tma run, wl 000927-20210217-25, using assay lot: 289870 on panther instrument sn: (B)(4) which had a low positive sample (rlu 598) they were questioning. Customer had seen an increase in discrepant samples and questioned this particular sample's validity but did not mention if the sample in question was retested. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were reported out, but there were no associated/reported adverse events.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the wl in question had no issues with controls or curves, nor were there any reagent preparation issues. Ts informed customer of possible causes of low positive samples (low titer, touchpoint contamination, sample mishandling, etc.). Customer inquired if hologic had any recommendations for when a retest is negative; ts informed customer the sars (tma) pi states that negative results do not preclude sars infection and should be combined with clinical observations, patient history, and epidemiological information. Customer understood and reported no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.